Event description:
It was reported that during an implant attempt, the lead tip was too soft and could not reach its target position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a cosmetic cut and the lead was damaged at implant.